Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
The hhs/FDA sus report (mw5083236) was received 07-feb-2019. It was reported, a flexor raabe guiding sheath separated at the hub while performing a sheath exchange. No information was provided indicating medical intervention was provided or the patient experienced any adverse effects as a result of this occurrence. Additional information has been requested regarding this event but has not yet been provided.

Manufacturer narrative:
A review of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The complaint device is packaged with instructions for use (IFU). Per the IFU, if resistance is encountered during advancement of the sheath, the cause should be assessed and the user should consider dilation of any identified restriction or consider alternate treatment strategies. The IFU warns that if the sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. In regard to removal, the IFU instructs the user to avoid traction to the hub upon removal. If resistance is anticipated or encountered, the IFU recommends reinsertion of the dilator and removal of the sheath and dilator as a unit. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. G5: PMA/510k #: k142829. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.